Manufacturer narrative:
Investigation: donor and manufacturing records were re-reviewed as part of rti's investigation. There were no deviations noted. Pre-processing cultures from donor (B)(6) were positive for growth. The microorganism identified is acceptable to be present on tissues prior to processing based on rti's sterilization validation. Environmental monitoring results for the week prior, during, and the week following processing episodes for donor (B)(6) are pending. Graft ID (B)(4) underwent two validated sterilization methodologies; irradiation and cancelle sp. To date, rti has manufactured (B)(4) allografts, distributed (B)(4) allografts from donor (B)(6) and received (B)(4) records of implantation with no related complaints associated with the distributed grafts from this donor. Results of investigation: graft ID number (B)(4) met all rti specifications and release criteria at the time of distribution. Conclusion: to date, rti's investigation is without indication that the graft contributed to communicable disease transmission.

Event description:
An investigation was performed following a complaint filed on (B)(6) 2013. Rti received the following: the patient underwent a left calcaneal bone cyst procedure on (B)(6) 2013 with implantation of a rti opteform paste allograft. It was reported that on (B)(6) 2013, five days later the patient developed cellulitis. Per clinical records the patient was a (B)(6) year old female whose weight was recorded as (B)(6), who sustained an injury to her ankle on (B)(6) 2013. The patient's MRI was reviewed and noted extensive calcaneal cyst with cortical changes, and very thin cortical walls. On (B)(6) 2013, the patient underwent curettage with implantation of an rti opteform paste allograft to the left ankle for calcaneal cyst. Wound cultures were obtained which noted no organisms. On (B)(6) 2013, the patient returns and no signs of infection are noted. The patient is diagnosed with cellulitis and administered antibiotics and pain medication. Patient returns for follow-up on (B)(6) 2013, and no infection symptoms noted. Per phone call from the facility it was communicated that the only reported issue was cellulitis which was resolved with the completion of antibiotic therapy.